Manufacturer narrative:
(B)(4). Eval, results and conclusion: (arterial/vessel occlusion). (Small, calcified distal aorta and moderately tortuous vessels).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.9cm abdominal aortic aneurysm approx 2 month ago. Vessel morphology was reported as moderately tortuous and mild calcification. It was reported that the stent grafts were implanted without issue. During the implantation of the stent grafts the physician crossed the iliac limbs, to enable easier access for the cannulating of the contra-lateral limb. It was reported that one month post stent graft implant the pt presented with occlusion of the right iliac limb (ref MFR #2953200-2011-0). The physician performed a femoral to femoral bypass. It was reported that later that day the ultra sound demonstrated high grade stenosis in the left iliac limb. An angiogram was performed and poor perfusion of the left limb was noted and another MFR's bare metal balloon expandable stent was implanted and the occlusion was resolved. No add'l clinical sequelae were reported, and the pt is fine.